Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a supply line of a homechoice cassette and the supply bag. The connection issue was further described as the patient connected the supply bag and the cable of the cassette, ¿it keeps turning without stopping¿. This was observed during set up of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.